Event description:
It was reported that: there was a dissection post device deployment. Which had to be ballooned for 4 minutes. Additional information: incident was during a tavr case. Access was through left cfa at mid femoral head. The vessel was extremely calcified posterior, proximal and distal to access. There was no tortuosity. There was no issues advancing or withdrawing sheath. Hemostasis was immediate on surface but took 10 min to fix the vessel and the patient was fine post procedure.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be sent after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team indicating a mid-femoral head positioned access with a potential dissection, balloon inflation applied, and potential dissection resolved. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the left femoral artery. A mid-femoral head positioned access was obtained via ultrasound and micropuncture. Arteriotomy was 6.4mm, extremely calcified posterior, proximal and distal to the access, no tortuosity, with a depth measurement of 4cm + 1cm. The instructions for use (IFU) warns do not use manta in patients with severe calcification of the access vessel. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, hemostasis was immediate on the surface, however, a post angiogram revealed a dissection. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The physician chose to apply balloon inflation for ten minutes to address the dissection, and hemostasis was achieved. The patient was reported as fine post procedure. The IFU lists potential adverse events related to the deployment of vascular closure devices include local trauma to the femoral or iliac artery wall, such as dissection. Procedure preparation states to confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.